Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with three bands attached to it, one of them overlapped. In addition, the ligator housing teeth were found in good condition. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands premature deployment was not confirmed because this happened during the procedure and there is no objective evidence or descriptive conditions to confirm this event. Upon analysis, the returned ligator housing had three bands attached, and one of them overlapped. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an endoscopic internal hemorrhoids ligation procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was noticed that the bands were detached. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the anus during an endoscopic internal hemorrhoids ligation procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was noticed that the bands were detached. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.